Event description:
It was reported by the customer, that the ambulance was called on (B)(6) 2014 due to low blood glucose levels and unresponsiveness. Customer's blood glucose levels at the time 32mg/dl. Customer was treated with glucagon shot, after treatment blood glucose levels went up to 87mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.